Manufacturer narrative:
Investigation conclusion: the device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that the patient reported seeing a red blinking light on the remote home monitoring equipment approximately one week prior indicating a potential product performance issue with this pacemaker. The patient reported that the no further red blinking lights were observed on the remote home monitoring equipment. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.